Event description:
It was reported patient underwent an open reduction, internal fixation procedure on (B)(6) 2013. During the procedure, the surgeon was drilling and applying pressure to the fast drill bit when the tip fractured off in the middle of the radius. As a result, the fractured piece remains in the patient and another fast drill bit was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - n/a. Date explanted - n/a. Manufacture date - unknown.